Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw1444 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a hole was discovered at 5.8cm from zero, 1.8cm into the patient's arm. No patient injury reported.